Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high creatinine (cre) results and calculated electronic - glomerular filtration rate (egfr) that were reported out of the laboratory for one hundred and thirteen (113) patients, generated by the au640 with ise clinical chemistry analyzer. The results were repeated on an alternate instrument. One patient was sent for a consultation by a renal specialist due to the erroneous results. The customer was unable to indicate which one of the patient results applied to the treated patient. A separate MDR 2050012-2011-01203 was submitted for the malfunction portion of this event. This report is related to the following mdrs that are being reported on the similar events that occurred at this customer site: 2050012-2011-01202, 2050012-2011-01204, 2050012-2011-01205, 2050012-2011-01206, and 2050012-2011-01207.

Manufacturer narrative:
Per the customer, no qc was run after the calibration of creatinine reagents was completed. Service was not requested with regard to this event. The laboratory manager requested that an applications specialist collect information for the investigation. Applications specialist went to the laboratory and collected calibration, control and patient result data at the laboratory. This event was caused by user error. No controls were run after initial calibration of the new cartridge of creatinine reagent installed on instrument, which is the root cause of this event. Instructions for use require controls run after calibration. Per the customer, test not in control after calibration. Error traced to one of two calibration replicates that falsely increased calibration factor by 60%, causing erroneous creatinine results to be generated.